Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a brief sensor issue was reported. The sensor was inserted into the arm on (B)(6) 2023. On 10/25/2023, while experiencing the sensor issue around 7:00 or 8:00 pm, the patient collapsed. It was unknown by who, but an ambulance was called, and the patient brought the patient to the hospital. The patient was admitted for a total of 4 days in the hospital and received treatment with both insulin and glucose during that time. It was also reported that the patient received glucose injections. The reporter stated that while the patient was in the hospital the blood glucose values were fluctuating and that the patient had both low and high cgm readings during this time. No cgm nor blood glucose readings were reported for this event. At the time of the report, the patient was stable. A review of performance data shows that the patient's low alert was set to 65 mg/dl with the audio set to sound. The urgent low alert is fixed at 55 mg/dl and was also set to sound, with the snooze feature set to 30 minutes. The patient's no readings alert was disabled. At 5:45 pm on 10/25/2023, the patient's estimated glucose values dropped below both the low and urgent low alert thresholds and he received an urgent low alert at partial volume with an estimated glucose value (egv) of 52 mg/dl. This alert was acknowledged a minute later. The patient's egvs remained below the urgent low alert threshold thereafter, dropping to 40 mg/dl at 5:50 pm and reaching low (less than 40 mg/dl) at 5:55 pm. After the snooze period for the initial urgent low alert acknowledgment passed, the patient again received an urgent low alert at partial volume at 6:15 pm with an egv that still read low. This alert was acknowledged immediately. After the snooze period for the second urgent low alert acknowledgment passed, the patient received another urgent low alert at partial volume at 6:45 pm with an egv that was still reading low. This alert was acknowledged two minutes later. After the snooze period for the third urgent low alert acknowledgment passed, the patient received another urgent low alert at partial volume at 7:15 pm with an egv that was still reading low. At 7:20 pm, the patient received another urgent low alert, this time at half volume, again with an egv of low. From 7:25 pm to 7:45 pm, the patient experienced brief sensor issue. At 7:50 pm, the patient received an urgent low alert at partial volume with an egv of low. From 7:55 pm to 8:15 pm, the patient experienced another period of brief sensor issue, after which his egvs were back in target range at 8:20 pm with an egv of 117 mg/dl. The patient's egvs remained in target range for the next 15 minutes, but then dropped below the low alert threshold again at 8:35 pm, at which point he received a low alert at partial volume with an egv of 59 mg/dl. At 8:40 pm, the patient's egv dropped further to low (less than 40 mg/dl), and the patient received an urgent low alert at partial volume. At 8:45 pm, the patient received another urgent low alert, this time at half volume, with an egv of low. This alert was acknowledged three minutes later. The patient's egvs remained low for the next ten minutes, after which he entered a third period of brief sensor issue. This period of brief sensor issue lasted until 9:25 pm, at which point the patient's egvs returned to target range with a reading of 242 mg/dl. The probable cause of the hypoglycemic event could not be determined as data investigation shows the system performed as intended and the patient received and acknowledged all intended alerts prior to the onset of brief sensor issue. No additional patient or event information is available.